Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between march 27, 2025 ¿ march 28, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak in the second y-site clearlink was observed. An autopsy was performed on the second y-site clearlink, and a hole in the gland was observed. The reported condition was verified. The cause was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink continu-flo solution set was leaking from the port closest to the end of the tubing. The leak was discovered during the start of an infusion of oxaliplatin. The patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.